Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
As reported by an eye care professional, a patient was diagnosed with a corneal ulcer in the right eye, associated with contact lens wear. Additional information has been requested but not yet received.